Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed, the reported issue could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation. No lot/serial number was provided; a device history record (DHR) review could not be conducted.

Event description:
It was reported 5ml of medication left at this time. Patient reported her pulse is now 131 beats per minute and oxygen saturation is normally high 90's (99 on a good day) and is now 93. Pharmacist recommended to patient, again, that she goes to the hospital. Pharmacist informed patient to have hospital staff call pharmacy if she goes for any questions. No patient injury was reported. No additional information is available.